Manufacturer narrative:
(B)(4) a review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 17313266 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The voluntary report # is mw5062753 the product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this event in which associated manufacturer report number is 9616099-2016-00459.

Event description:
As reported, the physician used a 7f vista brite tip guiding catheter (gc 0.078), however, two non-cordis stents "got stuck" on the coronary guide. One stent "cavic" of the non-cordis balloon. The physician used another 7f vista brite tip guiding catheter (gc 0.078). He deployed the stents, but used two post non-cordis balloon catheters. They "got stuck" in the guide. The device will be returned for analysis. The cordis devices were prepped according to the IFU. There was no difficulty flushing the guidewire with saline. The guidewire was not used previously in the procedure. The wires or the catheters did not cross any acute bends in the vessel. The target lesion was the left anterior descending artery (lad). There was no tortuosity or calcification. Per a voluntary event report received, it was indicated by the health professional, that two non-cordis stents were inserted through the 7f guide simultaneously. One stent pulled other stent off the non-cordis balloon tip during insertions. Stent was recaptured by inflating balloon inside guide. All equipment removed and the stent was retrieved. The patient was unharmed. The event report type was noted as serious injury, requiring intervention.

Manufacturer narrative:
Complaint conclusion: as reported, the physician used a 7f vista brite tip guiding catheter (gc 0.078), however, two non-cordis stents ¿got stuck¿ on the coronary guide. The physician used another 7f vista brite tip guiding catheter (gc 0.078). The physician deployed the stents, but used two non-cordis balloon catheters post deployment. There was no patient injury reported. The cordis devices were prepped according to the instructions for use (IFU). There was no difficulty flushing the guide catheter with saline. The guide catheter was not used previously in the procedure. The wires or the catheters did not cross any acute bends in the vessel. The target lesion was the left anterior descending artery (lad). There was no tortuosity or calcification. Per a voluntary event report received, it was indicated by the health professional, that two non-cordis stents were inserted through the 7f guide simultaneously. One stent pulled other stent off the non-cordis balloon tip during insertion. Stent was recaptured by inflating balloon inside guide. All the equipment was removed and the stent was retrieved. The patient was unharmed. The event report type was noted as serious injury which required intervention. The product was not returned for analysis. Review of lot 17444602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Please note that this med watch (f/up #2) is being submitted as a correction to the previous med watch submitted under follow up #1. The following have been updated: device available for evaluation?, date received by MFR and if follow-up, what type?. In addition the complaint conclusion has been updated below: updated complaint conclusion: as reported, the physician used a 7f vista brite tip guiding catheter (gc 0.078), however, two non-cordis stents ¿got stuck¿ on the coronary guide. The physician used another 7f vista brite tip guiding catheter (gc 0.078). The physician deployed the stents, but used two non-cordis balloon catheters post deployment. There was no patient injury reported. The cordis devices were prepped according to the instructions for use (IFU). There was no difficulty flushing the guide catheter with saline. The guide catheter was not used previously in the procedure. The wires or the catheters did not cross any acute bends in the vessel. The target lesion was the left anterior descending artery (lad). There was no tortuosity or calcification. Per a voluntary event report received, it was indicated by the health professional, that two non-cordis stents were inserted through the 7f guide simultaneously. One stent pulled other stent off the non-cordis balloon tip during insertion. Stent was recaptured by inflating balloon inside guide. All the equipment was removed and the stent was retrieved. The patient was unharmed. The event report type was noted as serious injury which required intervention. One unit of a gc 7f 078 xb 3 guiding catheter was received for analysis coiled inside a plastic bag along with two unknown non-cordis guide wires and one unknown non-cordis balloon. Per visual analysis, kinks and compressed conditions were observed on the unknown balloon and on the body shaft of the catheter. Kinks found on the guiding catheter at 9.0 cm and at 79.0 cm from ID band and compressed from 49.0 cm to 51.5 cm and from 88.0 to 89.0 cm from ID band. No other anomalies observed. Per functional analysis, a lab sample syringe filled with water was attached to the hub of the received guiding catheter and successfully flushed. Neither resistance nor loosen material/ matter was observed during the flushing procedure. Then, the received unknown balloon and guide wires would not pass through the catheter. Resistance was felt /experienced during insertion mostly due to the kinked and compressed condition of the guiding unit received. The catheter od and ID were measured at different areas and results were found within specification. Review of lot 17313266 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported event by the customer as ¿catheter (body/shaft) ¿ obstructed¿ was confirmed due to the kinked and compressed condition of the unit received. However, the kinked and compressed condition found on the catheter could not be conclusively determined during the analysis. Controls are in place to verify the catheters for kinks, or any other damage conditions. The device history record review and the product analysis results do not suggest that these kinked and compressed conditions are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.